Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's implantable neurostimulator (ins) battery reached the low status in (B)(6), but it was confirmed that communication could still be established. It was also stated that in (B)(6) 2016, the patient programmer was used to attempt to establish communication, but the patient started violently shaking. It consumer believed that they pressed the "sync" key when the symptoms changed. It was confirmed that the ins was able to be tuned on without issues and the issue was stated to be resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.